Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 39 mg/dl, 49 mg/dl and 60 mg/dl at the time of incident has treated with glucose tablets. Customer¿s other relevant blood glucose level was 41 mg/dl and was advised to drink juice. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Based on customer report customer was not alleging that the insulin pump was over delivering. The insulin pump will not be returned for analysis.